Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to lab test comparison. The tests were done within ten minutes. Her meter reading (capillary) was 155 mg/dl, and the lab test (venous) result was 220 mg/dl. No control testing was done due to unavailability of supplies. Followup attempts to contact the reporter have not been successful.